Manufacturer narrative:
Clarification to b3 date of event: partial date 2020. Clarification to b5 description of event: healthcare professional reported both "baker grade iii" and "baker grade unknown" for the capsular contracture. It will be assumed to be baker grade iii unless additional clarification is received. Clarification to d6a implant date: partial date 2008. The default date of 1/jan/2008 is before the manufacturing date of the device - 6/jun/2008. The field will be left blank until additional information is received. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; deflation found during explant surgery.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and "deflation found during explant". The device has been explanted and replaced. Device has been discarded.